Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2019 for high blood glucose. The patient's blood glucose at the time of incident was 396 mg/dl. The customer experienced symptoms such as nausea and vomiting. Prior to the hospitalization, the customer had issues with no delivery alarms. Troubleshooting was not completed for the no delivery alarms; the alarm was resolved by changing the infusion set and reservoir. The insulin pump was not returned for analysis.